Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the issue occurred after attempting to reboot the navigation system and it booted the system into the grub menu. The grub menu would disappear after a few seconds and go into a black screen. Medtronic imaging and navigation was aborted. The event caused a surgical delay of about 10 minutes. There was no impact on patient outcome. Troubleshooting information was provided. The medtronic representative (rep) tried connecting a keyboard to press enter during the grub menu, but the system would go to a black screen with a blinking cursor on the top left corner.

Manufacturer narrative:
Product ID: 9735999, product type: 2543-mnav - system; brand name: stealthstation; product ID: 9735740, (lot: 1.1.0); product type: 2543-mnav - system. H3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c07, d02 are applicable to this analysis. H6: multiple annex g codes were reported. G0200702 corresponds to concomitant product 9735999 that comprises the reported event. G02008 corresponds to concomitant product 9735740 that comprises the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: software data was unavailable for analysis. Case details were reviewed and the suspected issue was with the ssd. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. C19 and d15 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.